Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting procedure, the endoscope displayed a blurry picture. The product was not changed out. There was no harm or injury to patient. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was not confirmed. Visual inspection noted no damage. The endoscope was connected to the camera head and focused on print matter, the picture clarity was clear, thus confirming the endoscope to be a fully functional unit. The event may have been caused by user error. (B)(4): method: performance tests. Photographic images. Visual examination. All information has been placed on file with quality management for tracking, trending, and follow-up.